Event description:
Md reported that he had knowledge of three cases in which the pt's esophagus was ruptured due to negligent use of the larygeal mask airway. Of the three cases, one pt had recovered, one pt experienced brain damage (degree unknown), and one pt died. The rptr indicated that the events were not due to a device malfunction but to misuse by the health care practitioner(s) involved. A thorough literature search did not reveal any similar cases. The MFR also conducted a literature search in a database which includes all of the major european and international anesthesia journals using oesophageal rupture as their parameter.